Manufacturer narrative:
The insulin pump was received with no up arrow button response due to corroded keypad traces. Pump received with broken reservoir tube lip, reservoir tube missing o ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner and stained end cap sticker.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their up arrow was unresponsive. It was found replacing the battery did not resolve the issue. Customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated they may have bumped their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.